Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via startright of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer treated the low blood glucose with food. The customer stated that the set change came off after she brushed up against it. The customer stated that the product is not sticking and might need replacement reservoir and sets. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to monitor the pump.